Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. A crack is observed on the inside of the gusset area. Scratches are observed on the optic. Power and resolution inspection could not be conducted due to extensive damage. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The company lens of 21.0 diopter (1.5 extended depth of focus) lens was replaced with a another company lens of 21.0 diopter (add power +2.2/+3.2) lens. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had poor visual acuity. The iol was exchanged with an alternate iol, 14 days following the initial procedure. No further information is expected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).